Event description:
It was reported that the atrial lead had dislodged one day post implant. Lead dislodgement resulted in a loss of capture and sensing. The lead was successfully repositioned on (B)(6)-2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.